Event description:
It was reported that the patient presented via merlin.net with a diagnostics anomaly. The estimated longevity longevity anomaly. No therapies or changes in programming were present. The patient will continue to be monitored.